Event description:
Hcp reported the pump was explanted due to a "stalled rotor". When refilled, residual was high. The pt returned to the office and "complained of continued illness and lack of pain control. Residuals high on next refill". The pump was replaced when "found faulty". The pt was reported to have recovered without sequela.